Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings, moisture damage and no reservoir alarm from the insulin pump. The customer's blood glucose reading was 444 mg/dl. The customer treated with insulin pen. When the customer filled the tubing, it read no reservoir alarm. The customer was able to rewind and get all the moisture out of the pump. The insulin pump will not be returned for analysis.